Event description:
The facility from another country reported that a female patient was hospitalized in 2008, for a diagnosis of peritonitis after using dianeal, and extraneal solution and a uv flash device. The c-reactive protein was 10.75mg/dl and the peritoneal effluent cell count was 9400/mm3 on the day of hospitalization. The effluent was cultured, and returned positive for streptococcus viridans. The patient was treated with cefazolin 1gram, modacin (ceftazidime) 1gram, and vancomycin 0.5gram for an unknown length of therapy. At about two weeks later, the patient recovered, and was discharged from the hospital. The nurse indicated that she though that the uv flash device was probably related to the event because the microorganism of the vent was the normal inhabitant and the patient's bag exchange procedure was not an issue.

Manufacturer narrative:
A request for the return of the device has been made. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.